Event description:
The user facility reported that an accessory for the 4085 surgical table partially detached during a patient procedure. The user facility staff had to remove the accessory and stabilize the patient on a beanbag. The procedure was completed successfully and no injuries were reported.

Manufacturer narrative:
A steris service technician inspected the table and found a burr in the locking mechanism inside of the receiver/leg section interface of the table. The burr prevented the table accessory from fully engaging and locking. The technician removed the burr tested the table and accessory and confirmed it to be operational. Steris has determined the reported event to be isolated.